Event description:
A user facility biomedical technician (bmt) stated a hemodialysis (hd)machine blood pump rotor pin caused damage to the blood tubing during treatment. A pin hole was noticed in the tubing, and blood was returned to the patient. No adverse issues were reported. Upon follow up, the bmt stated thirty minutes after the start of the patient's treatment the blood pump rotor of the machine created a pin hole in the tubing line and caused a blood leak to occur. The bmt stated the rotor sleeves around the pins were loose and slipping off and causing pinching on the blood pump tubing. The bmt stated they were able to manually pull the sleeves off of the rotor sleeves. The bmt had already replaced the blood pump rotor prior to the call and the machine was placed back in service. The rotor was not the original to the machine (blood pump had previously been replaced on this device). The bmt also stated that a fresenius dialyzer and fresenius bloodlines were used for treatment and confirmed that there were no defects or damage seen on the machine, dialyzer or bloodline prior to the event. Per bmt treatment was immediately halted and the patient¿s blood was returned. The bmt stated the estimated blood loss from the pin hole in the tubing was unknown. Immediately following the event, the patient was re-setup with new supplies on a different machine where the patient was able to complete treatment. The bmt confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The bmt stated the component was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. The rotor was returned with one of the rear sleeves loose and deformed. The deformed sleeve can be easily removed from the pin. There are no discrepancies with the other three guide sleeves. Install the returned rotor onto the blood pump module of a test machine for testing. A patient test was performed with fresenius¿s combiset bloodline and water in dialysis (blood pump rate set at 450 ml/min) for 2 hours. The rotor did not damage the bloodline and there were no fluid leaks nor alarms during testing. The defective sleeve became loose and was rubbing against the rotor housing creating a ¿clicking¿ noise. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported fluid leak issue was not confirmed.

Event description:
A user facility biomedical technician (bmt) stated a hemodialysis (hd)machine blood pump rotor pin caused damage to the blood tubing during treatment. A pin hole was noticed in the tubing, and blood was returned to the patient. No adverse issues were reported. Upon follow up, the bmt stated thirty minutes after the start of the patient's treatment the blood pump rotor of the machine created a pin hole in the tubing line and caused a blood leak to occur. The bmt stated the rotor sleeves around the pins were loose and slipping off and causing pinching on the blood pump tubing. The bmt stated they were able to manually pull the sleeves off of the rotor sleeves. The bmt had already replaced the blood pump rotor prior to the call and the machine was placed back in service. The rotor was not the original to the machine (blood pump had previously been replaced on this device). The bmt also stated that a fresenius dialyzer and fresenius bloodlines were used for treatment and confirmed that there were no defects or damage seen on the machine, dialyzer or bloodline prior to the event. Per bmt treatment was immediately halted and the patient¿s blood was returned. The bmt stated the estimated blood loss from the pin hole in the tubing was unknown. Immediately following the event, the patient was re-setup with new supplies on a different machine where the patient was able to complete treatment. The bmt confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The bmt stated the component was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.